Event description:
It was reported that the patient had experienced terrifying dyskinesia¿s and had tried to commit suicide. The patient got hurt on her front face, eyes, cranius, left side of neck, and on the back of her head. There were no drug or parameter changes performed recently. Impedance testing, reprogramming and a CT scan were done. The CT scan did not show leads had dislodged. It was noted that the right side amplitude was reduced from 2.4v to 1v and the left side was reduced from 2.4v to 2.0v. Issue was resolved. Patient was hurt by the attempted suicide. It was noted that the tremendous dyskinesia¿s stimulation induced were only interrupted once the amplitude was reduced particularly on the right side. The dyskinesia¿s were along the right upper and lower arms. Low impedances were observed for 0<(>&<)>1 and 0<(>&<)>2.

Manufacturer narrative:
(B)(4).